Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-02489. It was reported that lead migration issue was observed. Patient underwent a lead revision procedure on (B)(6) 2020 wherein, the left lead was repositioned, and both leads remain implanted. Two anchors were explanted, and new anchors were implanted to lock the leads down. The serial number of the left lead is unknown at this time since the lead remains implanted therefore both leads are being reported. There were no complications during the procedure and effective therapy was restored. Patient was stable.